Event description:
It was reported a filter did not appear to open completely following deployment via a jugular approach. Another filter was successfully placed without patient complications. A delivery system in the unlocked position was received, evaluated and retained by this manufacturer. The filter remains implanted and was therefore not returned for eval. No problem was noted with the delivery system. A lot search was performed and revealed no other complaints to date on this lot number. The co's attempts to obtain further details regarding the circumstances of this event have been unsuccessful. Should further details become available, a supplemental medwatch report willl be filed under the approriate sequence number. As the co's follow up could not confirm if a pre-placement cavogram was performed prior to filter placement or if continual flushing of the carrier system during the implant procedure was performed, the co believes these factors may have contributed to this event. However, co is unable to determine the exact cause for this event.